Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared safety mode due to a suspected device memory issue. It was noted that the patient was having intermittent pacing inhibition. Technical services discussed placing a temporary wire to prevent pacing inhibition. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared safety mode due to a suspected device memory issue. It was noted that the patient was having intermittent pacing inhibition. Technical services discussed placing a temporary wire to prevent pacing inhibition. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the patient had been admitted to the hospital for syncope, three days after this pacemaker was originally implanted. The monitor in the emergency room showed intermittent inhibition of pacing with prolonged pauses and far field and or possible myopotential oversensing. Ultimately, the device declared safety mode as previous information revealed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker declared safety mode due to a suspected device memory issue. It was noted that the patient was having intermittent pacing inhibition. Technical services discussed placing a temporary wire to prevent pacing inhibition. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the patient had been admitted to the hospital for syncope, three days after this pacemaker was originally implanted. The monitor in the emergency room showed intermittent inhibition of pacing with prolonged pauses and far field and or possible myopotential oversensing. Ultimately, the device declared safety mode as previous information revealed.